Event description:
The line was in place for 3 weeks, then it broke in pieces and had to be removed.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.